Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the leads ¿not working¿ referred to impedance testing results that indicated ¿all impedances were 10000¿ ohms. It was noted the leads were implanted despite the issue and that after three days they ¿worked¿ and the impedances ¿were around 1000¿ ohms. The patient¿s leads were ¿working great¿ at the time of follow-up. It was noted that ¿no¿ surgical intervention or revision had been performed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was to have a revision "due to a lead not working." There were no changes in therapy or symptoms reported. Additional information indicated "the leads did not work in the patient, but when tested outside the patient in water, they did work." The leads were consequently implanted in the patient and notably "worked two days later in the patient." Additional information was requested regarding the event; a supplemental report will be filed if additional information is received.